Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Break of the bending section was noted. Omsc guessed that the reported event was caused by the break of the bending section. There is possibility that the break of the bending section was caused by the external stress. If additional information becomes available, this report will be supplemented.

Event description:
The bending section rubber was torn and the metal inside was sticking out. There was no report of patient injury associated with this event.